Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer has been experiencing high blood glucose levels (approximately 300 mg/dl). Customer changes cartridge and infusion set every five days, and reportedly, adds extra insulin between cartridge changes. Pump passed delivery system check.